Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the controller would not restart the pump after the controller exchange was not confirmed during the evaluation of the returned system controller s/n (B)(6) (backup battery serial number (B)(6). The collected log file contained events associated with the initialization of the controller (on (B)(6) 2020) during the manufacturing process. And indicated that the (B)(6) was the patient's backup controller. There are two events in the log file that show the driveline was connected to the controller and the pump was still stopped. This is due to the set speed being at 6000rpm. (Per design, if the fixed speed setting is below 8,000 rpm, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button). The returned system controller (B)(6) passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any issues. No atypical alarms or events were reproduced during testing and the controller was found to function as intended. The analysis suggests the reported incident of the pump not initiating, after connecting the driveline, was the result of the fixed speed value being set at 6,000 rpm. Device history record were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii system controller serial number (B)(6) was shipped to the customer on 15oct2020. The heartmate ii patient handbook and the heartmate ii instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii lvas IFU , heartmate ii patient handbook doc, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Under ¿connect driveline¿ hazard visual alarm, if alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. Otherwise, check if the fixed speed setting is below 8,000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. Heartmate ii lvas IFU and heartmate ii patient handbook also covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU also covers the system controller for use with the system monitor. Figure 4-12 pump running at fixed speed less than 8,000 rpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the evaluation of the returned system controller s/n (B)(6) (backup battery serial number (B)(6)) did not confirm the reported event that the controller was unable to start the pump. The downloaded log file contained events associated with the controller's initialization (on 15jun2020) during the manufacturing process. The collected data also had two occasions where the driveline was connected to the controller; however, no pump operation was captured. The fixed speed setting was at default 6000rpm during these events. The log file also recorded events where the pump fixed speed and the low-speed limit values were adjusted to 9200rpm and 8800 rpm, respectively; however, the driveline was captured disconnected. There were no attempts of pump operations at a speed setting of 9200rpm. The returned system controller (B)(6) passed functional testing using laboratory test equipment and supported a mock circulatory loop for an extended period of time without any issues. No atypical alarms or events were being reproduced during testing, and the controller was found to function as intended. The analysis suggests the reported incident of the pump not initiating after connecting the driveline was the result of the fixed speed value being set at 6,000rpm. (Per design, if the fixed speed setting is below 8000rpm, the pump can only be started from the system monitor's clinical or settings screen by pressing the pump start button). The exact cause of the reported event was unable to be conclusively determined through this analysis. Device history record were reviewed. The device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii system controller serial number (B)(6) was shipped to the customer on 15oct2020. The heartmate ii patient handbook and the heartmate ii instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii left ventricular assist system (lvas) IFU , heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Under ¿connect driveline¿ hazard visual alarm, if alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. Otherwise, check if the fixed speed setting is below 8,000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. Heartmate ii lvas IFU and heartmate ii patient handbook also covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU also covers the system controller for use with the system monitor. Figure 4-12 pump running at fixed speed less than 8,000 rpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the account realized the controller speed was not set the first time it was connected. The clinician believed they had pressed the "pump start" but could not recall with certainty. The speed was then set and and they attempted to start the pump 2 more times without success.

Event description:
Related manufacturer report number (B)(4). It was reported that the controller would not restart the pump during a controller exchange. A different controller was used for the exchange.